Manufacturer narrative:
On july 21, 2021, mentor received additional information indicating the there were bubbles on the device. With the information available at this time, there is not enough information to suggest this device was ever implanted. As a result, this is being reporting as an intraoperative failure. Intraoperative bubbles are a cosmetic issue, and these bubbles do not affect the integrity of the implant. The most likely consequence is a procedural delay, if the device has to be replaced. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Based on this, the event does not meet criteria for FDA reporting. Barring additional information indicating otherwise, no further reports will be submitted for this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown, alleged defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 500cc mentor memorygel breast implant which was alleged to be defective post-operatively. No information regarding any defect was provided, but it was reported the patient underwent explantation on (B)(6) 2021. If additional information is received, a supplemental report will be sent.